Event description:
The customer reported that the canopy has zipper damage to the right panel specifically, the slider is damaged and there are tears in the material. There was no patient injury reported.

Manufacturer narrative:
(B) (4) - zipper slider damaged. Evaluation of the returned product fond that the left window drainage port zipper was stuck. The foot end of the canopy had a 5 inch hole in the netting and was missing the quick release buckle. (B) (4).